Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by mother that the patient sought medical attention due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 368 mg/dl while wearing the pod between 36 and 48 hours on the leg. Symptoms reported include hyperglycemia, vomiting and the presence of ketones (2.4). The pod was removed and patient was treated with an intravenous fluids and zofran; zofran was also prescribed to patient, but mother reported it wasn't used. Mother reported the pod may have been leaking during wear and was found bent upon removal. The patient was released after spending 4 hours in the emergency room (ER).